Event description:
The device was returned to the manufacturer and underwent routine analysis.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11212r66, implanted: (B)(6) 2003, product type: catheter. Product ID: 8711, lot# j11212r66, implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis of the catheter revealed the catheter pump connector had a broken suture ring. The pump logs noted the drug was baclofen.